Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the egms and the noise was reproducible with provocation testing. Lead damage in the distal end of the lead was suspected. Replacing the lead was suggested, but patient does not want any operations. Lead remains implanted.